Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4). Samle not received.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability, impairment, vaginal epithelial cell abnormality, candida infection, kidney infection, grade two rectocele, grade two cystocele, pelvic relaxation, anterior and posterior (suture) repair, suprapubic abdominal pain, significant urinary retention, urinary tract infections, pelvic pain, pelvic mass, left adnexal mass, extensive pelvic adhesions, lysis of adhesions, left urethrolysis, bilateral salpingo-oophorectomy, incomplete emptying, low back pain, right adnexal mass endometriosis, laser laparoscopy with aspiration of right adnexal cyst, excision of right adnexal cyst, fulguration of endometriosis, recurrence of rectocele, obstipation, urinary hesitancy, (suture) posterior repair with urethral dilatation, tightening of the sling under her pubic bone, foley catheter use secondary to urinary retention, frequency of urination, punctate non-obstructing nephrolithiasis, restricting *suburethral sling requiring release/removal. She has required non-surgical and surgical interventions, chronic constipation, dysuria, bladder spasms, exposed suture, recurrent vaginitis, recurrent vaginal yeast and bacterial infections, vaginal odor, rectal bleeding, adnexal pain, right upper and lower quadrant pain, pelvic pressure, protrusion from vagina, difficulty defecating, difficulty with intercourse, increased pelvic pain with intercourse (dyspareunia), enterocele, incisional pain, fatigue, obstruction due to tightening of vaginal sling, light vaginal bleeding after intercourse, vaginal atrophy, having to ¿push to void at all¿, vaginal pain, rectal/perineal pain, vaginal discharge, and multiple surgical interventions.